Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip could not deploy after clipping the tissue. Reportedly, the clip was removed, and the procedure was completed with another resolution clip device. It was also noted that the sheath was attempted to be completely removed prior to the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip could not deploy after clipping the tissue. Reportedly, the clip was removed, and the procedure was completed with another resolution clip device. It was also noted that the sheath was attempted to be completely removed prior to the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: problem code 2906 captures the reportable event of clip could not deploy. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was noted that the over sheath was removed from the device and a part of the over-sheath was stuck in the most distal section of the device. The catheter was kinked and unraveled at the most distal section. Additionally, the clip was able to open and close, indicating that no activations had been performed. Microscope examination was performed on the most distal section of device and it was confirmed under high magnification that the over-sheath was accordioned. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu)/product label, as there was an attempt to completely remove the over sheath.